Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. A third-party service agent evaluated the customer's device and was unable to duplicate the reported issue. The device's electronic records from the event were downloaded for review and the reported issue was verified. The device's 2nd battery was removed from service as stress cracking was observed at the latch. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.